Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient on (B)(6) 2016. They reported that they were getting poor communication on the patient programmer and were unable to communicate with the recharger. It was reported that the patient last felt stimulation more than a month prior to the date of this report. It was also noted that the patient hasn¿t had a successful charging session in a month or longer. The patient stated that their reason for not charging was that they didn¿t use their device much and forgot about it. It was noted that the issue occurred about a month prior to the date of this report. The patient also stated that their device has been overdischarged before, about a year prior to the date of this report. The patient mentioned that they spoke with their healthcare provider (hcp) about replacing the device, but they would like to get it out of its overdischarge state before they replace it. The patient was to follow up with their healthcare provider (hcp) and with a manufacturer representative in order to get a physician mode re start (pmr). Additional information was received from the patient on (B)(6) 2020. They reported the ins had been in overdischarge 2 other times that could be resolved. Then, a new ins was implanted on (B)(6) 2016. No symptoms were reported.